Event description:
It was observed that during the device evaluation, the video-optik endoeye 3d 30 degree exhibited damaged fibre bonding in the outer tube area (distal end), broken light guide lens of the insertion section, light is dim or non-existent, corrosion on the odu plug unit of the charged couple device and no image is displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.